Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the polymer on the core fiber does not appear to be attached to the glass cap at the uv glue zone; there is no signs of melting at the uv glue zone. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 46,000 joules of use and 4 minutes, the fiber kept going into standby mode, even after cleaning the fiber. The fiber was exchanged and procedure was completed with the second fiber. Patient outcome "ok" reported.